Event description:
Complainant alleged that the ccu department clinicians were attempting to defibrillate a heavy set male pt (age unknown) with unclipped chest hair, and who was diaphoretic. The electrodes were placed in an apex/lateral-sternum configuration. The clinicians attempted to deliver one shock, but the device did not discharge. The clinicians checked the connections, and determined that the cable was not completely attached to the device. They then securely attached the cable, and attempted to shock the pt, but the device did not discharge. The clinicians then disconnected the electrodes from the device, and attached them to another device, but they still were unable to successfully shock the pt. The clinicians then successfully defibrillated the pt, using the device paddles. The complainant indicated that there was no adevrse effect on the pt as a result of the reported malfunction.